Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was a communication failure and likely resulting from damage to a cable. As stated in the instructions for use, as a preventive measure, "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.".

Manufacturer narrative:
In an attempt to resolve the issue, the reporter attempted to troubleshoot the problem with the assistance of olympus technical support via the phone. The problem could not be resolved immediately. On follow up communication with the user facility, the reporter stated that pushing in a cable in ultimately resolved the problem.

Event description:
A user facility reported to olympus that the image produced was "black." There was no patient injury, associated with the problem, reported to olympus.